Event description:
It was reported that during reprocessing the da vinci prograsp forceps instrument the wires were noted to be sticking out of the distal tip of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed and loose at the distal clevis hub. Failure analysis removed the housing and observed that due to the loose cable found on the grip, the pitch cable was broken by the clamping pulley. Failure analysis also observed that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.